Event description:
The customer reported abnormal jerky motion during tomosynthesis scans and intermittent jerking movement during clockwise and counterclockwise gantry rotation. During preventative maintenance inspection, field service identified two missing vta bolts and additional loose vta bolts. Due to the identified mechanical condition, the customer suspended use of the system pending corrective action. No patient injury or adverse event was reported. Corrective action was initiated to replace/secure the affected hardware and restore the system to manufacturer specifications. No additional information is available at this time.